Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm tubing defective/ damaged on june 14, 2024, a closed intravenous indwelling was used to give infusion to the patient, and during the infusion process, the connecting tube ruptured, causing leakage, and the infusion work could not be completed. Subsequently, the original indwelling needle was immediately pulled out, the patient was reassured, and the new intact closed intravenous indwelling needle was replaced to continue the infusion, which was used normally after replacement and did not cause actual harm to the patient.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional informaiton provided.

Manufacturer narrative:
1. DHR/bhr review (lot#3199702) 1-this batch of products were assembled at intima ii auto line 4 in august 2023, and packaged at r240 package line in august 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for the separating force test between the extension tubing and the pp connector, and the separating force test between the extension tubing and the catheter hub. The test results are all within the product specifications. Please refer to the attachment for test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Since the defective sample has not been received, the specific site and state of the rupture of the extension tubing cannot be identified, so the root cause of this defect cannot be determined.